Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation. Device history record (DHR) - review showed no abnormalities related to the reported failure. The reported complaint was confirmed from the visual evaluation of the returned product. The swivel adaptor is cross threaded into the clamp base. The lock has up and down movement and the teeth are grinding when rotated. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the swivel adaptor was cross threaded to the a3059 mayfield composite series skull clamp. There was no known patient injury or surgery delay.